Event description:
It was reported that the external pulse generator's cable insert was broken and other cover's parts were broken as well. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was determined that the ventricular output connector was broken and that all bails and bail co vers were missing. It was also noted that the device passed its incoming testing. The device was cleaned and inspected, its ventricular output connector as well as its battery drawer o-ring were replaced, new bails and bail covers were installed and the unit was tested on the automated test system and passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.